Event description:
It was reported that upon opening the package, already visually observed a liquid-like substance in the tube and discontinued its use. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an unknown liquid inside the infusion set is confirmed but the root cause could not be determined. One 20 ga x 0.75 in. Powerloc infusion set was returned for evaluation. An initial visual observation showed no obvious use residues throughout the returned device. The infusion set was returned inside its opened packaging. A functional test of flushing the infusion set with water using a 12 ml syringe revealed the substance could be flushed out of the infusion set. The infusion set was patent to infusion. A microscopic observation revealed a clear substance in the extension tubing of the extension set. After flushing the infusion set, the area of the extension tubing with the unknown substance appeared to have an uneven coating of liquid inside of the extension tubing. Because the device was returned opened, the complaint of an unknown substance inside an infusion set is confirmed, but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that upon opening the package, already visually observed a liquid-like substance in the tube and discontinued its use. There was no reported patient injury. No other information was provided.